Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was having a lot of lows especially after meals in the range of 48 mg/dl and 58 mg/dl range. Customer stated that she was told that her basal rate was wrong and she was getting more insulin. Customer stated that there was adjustment made on her settings on the insulin pump and running higher at night ranging from 180 mg/dl to 200 mg/dl. No further information provided.